Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer blood glucose level was 433 mg/dl and 46 mg/dl at the time of incident. Customer stated that the other blood glucose value was 513 mg/dl, 499 mg/dl, 586 mg/dl. Customer treated with carbohydrate for low blood glucose and insulin pump for high blood glucose. Customer declined for low blood glucose and high blood glucose was goes into automode. Troubleshooting was performed. The insulin pump will not be returned for analysis.